Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red pressure points under the te pads and irritation under the cords of the electrode belt. The patient is reported to be bed-ridden. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a pad under the electrode belt to alleviate irritation. Follow up indicated that the skin irritation improved.